Event description:
It was reported that the patient has expired after an implant duration of approximately 2 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was initially reported that the pt experienced withdrawal with the following symptoms: dizziness and nausea. No alarms or volume discrepancies were noted. The pt was subsequently scheduled for a dorsal column stimulator trial and if that was not successful, the pump would be replaced. At the time of this report, the pt was being managed with oral medications. The pump contained dilaudid, programmed to deliver 1.5 mg/day. The hcp later reported that it was unk if the "reported dizziness and nausea for last 6 months" were due to the devices. The pt requested explant following the stim trial. The pump was subsequently explanted on (B) (6) 2010, for "end of life"; the stimulator was implanted on that date. The catheter remained implanted and tied off to avoid a potential spinal leak. On (B) (6) 2010, the pt was readmitted with severe headache, nausea and vomiting. The hcp initially suspected a spinal leak, but determined on (B) (6) 2010 that the pt did not have a spinal leak. The hcp diagnosed the pt as having "withdrawal from the hydromorphone in her pump". The pt had been weaned down, but not off of the hydromorphone at the time of explant. She was to remain for at least 24 hours for observation and was given oral hydromorphone. The pt later reported that the pump was explanted on (B) (6) 2010, due to low blood pressure, dizziness and nausea. The symptoms have stopped since the pump was explanted. The pt was hospitalized for 10 days following explant due to withdrawal. The pt as unaware that she would have withdrawal following explant. The pt experienced memory loss and had lost (B) (6) pounds since the pump was explanted.

Event description:
After the implantation of the device involved in this report, device checks were performed. Communication errors were encountered during tests. Upon interrogation with another programmer, the device was found to be operating in standby mode. Device re-initialization was performed successfully. But, again, communication problems prevented normal communication with the implant. On (B) (6) 2008, the patient came back to the hospital for a follow-up: the implant was found in standby mode. Implant re-initialization was performed again.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that cause of death was sepsis, respiratory failure, and pneumonia. However, it was learned that the event was not device related. The device has been disassociated from the event by the health-care provider, therefore, it has been determined that this is no longer a reportable event.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.